Manufacturer narrative:
Baxter received and evaluated the device. As the device was received without any initial information, follow up with the customer did not provide a date of occurrence. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "does not recognize a closed door" condition that was reproduced while loading a set. "Door jammed!" And "shut door - power off" alarms were verified through a review of the event history log and found to be caused by a loose upper link screw. The link screws were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A device was returned to baxter without a reported failure or any additional information. Upon contact with the customer, it was reported that the spectrum pump experienced condition where it did not recognize a closed door. There was no known patient injury or medical intervention associated with this event. No additional information is available.